Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first week they got the percept battery life showed more than 2 years and the 2nd week their implant battery life showed more than 1 year. Patient (pt) said they were concerned about how quickly the battery life had gone down in one week. Pt said without the dbs therapy they would die, they can't swallow with out the dbs so they didn't want the battery to die too quickly. Pt said they did initial programming (B)(6) 2023 when percept was implanted and pt was told that in a week the handset would show how long the battery would last, pt said since getting the percept they've only a couple times but not often. Patient services (pss) reviewed that implant battery longevity was based on settings and usage and redirected pt to the healthcare provider (hcp). Pss consulted with ts and reviewed info about how handset displays implant battery info. Pt said they have an appointment with their hcp this thursday. Pt said they were going to ask hcp to invite a manufacturer's representative (rep) to appointment. Pt said hcp told them to call the manufacturer and pss explained that pss can only review general info but can't see pt's specific settings or implant battery percentage like hcp can see. Pt said they feel better (symptom wise) with percept and said their voice wasn't quite there yet.